Manufacturer narrative:
No pump error (B)(4) or (B)(4) alarms during testing however pump error (B)(4) was noted in the formatted history. Pump was received with scratched case, pillowing keypad overlay, and minor scratched lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had pump error alarms. The customer¿s blood glucose level was unknown. The customer was able to complete pump rewind. The insulin pump will be returned for analysis.